Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The consumer reported that he read reviews online that patient's had negative experiences with the device such as having the implantable neurostimulator taken out and replaced 2-3 times.